Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure and check circuit. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device¿s overhead blower filter was found to have been clogged. The device¿s overhead blower filter was replaced to address the issue. There was evidence of contamination.